Manufacturer narrative:
The system is calibrated and qc is run each day before samples are run. Prior to this event, results were within the lab's established ranges. The customer cleaned the flow cell. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and chloride (cl) results generated by the unicel dxc 600 pro synchron clinical systems. The erroneous results were not reported outside of the lab. Upon repeat higher results were obtained. There was no affect to patient or user associated with this event.